Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. No alarms were noted during testing.

Event description:
It was reported that the display remains blank and the battery compartment becomes warm after a new battery is inserted. After a few minutes, the insulin pump alarms, and then the display becomes blank again. Nothing further was reported.